Event description:
The pump was returned to the manufacturer when it was replaced. It was noted that the pump was replaced for end of battery life; the pump was alarming. The return paperwork did not suggest or question a malfunction and no patient symptoms were reported. The patient recovered without sequela. The device system was used to deliver morphine. The pump underwent routine analysis.

Manufacturer narrative:
Final device analysis of the pump revealed the battery resistance was high (1.273 ohms).